Event description:
Information received at a medical conference indicates no reports of pt complication and the units remain implanted. Surgeon reported fives valve repair cases were completed using robotic procedure with the u-clips. At approximately one month post-op, echo and x-ray were performed. Subsequent inspection of the x-rays under magnification revealed product fractures for the five cases. The hcp indicated an average of 1-2 clip fractures seen out of an approximate number of eight clips used per repair. The surgeon indicated the clips were fully encapsulated with tissue and were not explanted. No pt clinical issues were noted.

Manufacturer narrative:
Analysis: the products remain implanted and therefore, will not be returned to manufacturing for evaluation. Event review shows the user did not report the events to medtronic at the time the product problem was discovered. Product specific information (manufacturing lot number) is also unknown. Event was communicated to medtronic on 6/12/06 at a medical conference. Additional information such as specific event dates, dates of implant and pt information (gender, dob) has been requested. Conclusion: no subsequent pt complication has been reported; the u-clips remain in place. An exact cause has not yet been determined for the reported product problem. Medtronic continues to investigate the reported event.